Event description:
With review of a literature article from asaio j. 3-23-2015 thirteen events of readmission for heart failure/volume overload not previously reported were noted. No event specific patient, device serial number, date of event, treatment or outcome is available. The authors present a single site retrospective analysis of readmission of patients implanted with two different continuous flow left ventricular assist devices (lvads) within 6 months of discharge post implant. Multiple patients had multiple admissions; however, there is no information regarding which events were involved in multiple admissions. The lvads were implanted for bridge to transplant (btt) indication between (B)(6) 2009 and (B)(6) 2014. The readmissions were classified according to initial and dominant clinical reason for the hospitalization.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Age for all patients with this device included in the study 52.3 ± 12.0; 78% if all patients included in the study were male. This information was identified with review of haglund, n. Et al "readmissions after continuous flow left ventricular assist device implantation: differences observed between two contemporary device types", asaio journal publish ahead of print. With review of the information, it was determined that thirteen of the readmissions for heart failure had not been previously been made known to the manufacturer. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Heart failure and worsening heart failure is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The etiology heart failure may be a progression of chronic heart disease. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU) and typically develops within the first 24 hours after lvad implantation. The IFU addresses guidelines for optimal patient management. The root cause of the right ventricular failure cannot be determined; however, clinical and patient factors including comorbidities are possible contributors to the event. Based upon available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.